Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal customer loaded the seal into the delivery device according to the procedure. Then, he found that the outer edge of the seal inside of the delivery system was cracked. The device was disposed at the hospital due to the patient¿s infectious disease. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal customer loaded the seal into the delivery device according to the procedure. Then, he found that the outer edge of the seal inside of the delivery system was cracked. The device was disposed at the hospital due to the patient¿s infectious disease. A replacement device was used to complete the procedure. The hospital did not report any patient effects.